Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported by your sales rep that the el5ml ligamax clip applier locked up during a laparoscopic cholecystectomy procedure and could not be unlocked. Did the device jam? Did the device get stuck on tissue? If the device got stuck on tissue, was the surgeon ever able to release device from tissue? If so, how was device release from tissue? Was there any consequence to patient? Was there any change to procedure or post-op patient care? The analysis results found that the el5ml device was returned in good visual condition. In addition, a bag with one clip with gap was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed five conforming clips. Upon evaluation, the instrument did not get locked and it was cycled while it had clips on it; when the last clip was fired, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident and the malformation of the returned clip. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, according to a note on the box that was given to the sales rep, the el5ml device "locked up during the procedure and they could not get it unlocked". Case completed with another device of the same product code. There were no patient consequences reported.